Manufacturer narrative:
Other relevant device(s) are: product ID: 9733986, UDI#: (B)(4). Review of the software logs indicated an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system. It was reported that in framelink on the remote computer, the exam that was sent via nethog does not automatically appear in the patient list after transfer. A task transition away and back to the patient loading screen was required. Issue found during testing.